Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 8:30 am, the patient began experiencing vomiting, lethargy, and symptoms consistent with diabetic ketoacidosis (dka), including difficulty remaining awake. Upon review by the patient¿s parent, the dexcom cgm displayed a reading of 125 mg/dl, while a fingerstick bg measurement indicated an elevated level of 300 mg/dl. The patient¿s mother transported her to the emergency room for evaluation and treatment. Upon arrival, the patient was treated with insulin and intravenous fluids. Following treatment, the patient¿s bg level decreased to 225 mg/dl, while the cgm reading registered 79 mg/dl. The patient showed improvement and was discharged from the emergency department the same day, with a total stay of less than 24 hours. At the time of discharge, the patient was reported to be feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.